Event description:
It was reported that the day after implant the patient experienced syncope. It was further reported that the lead had increased thresholds and had a low r waves. During the lead repositioning the helix would not retract. The physician was able to unscrew the lead and fix it again by turning the whole lead. After the repositioning the patient experienced syncope again but the physician said the these episodes are not related to the patient's cardiac problems. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.